Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of air bubbles anomaly from the reservoir. The customer's blood glucose reading was unknown. The wife stated that the set and reservoir was leaking. The customer stated that when he pulled the plunger out of the reservoir, there is air but no leaks. The customer stated that the approximate size of air bubbles is about slightly bigger than fingernail length. The customer stated that the pump was not rewound with a reservoir in place. The customer was advised to deliver a 5 unit fixed prime. The customer was advised to change the infusion set. The customer stated that the air bubbles did not persist after set change.